Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the medical intermediate unit that during an infusion of magnesium the pump infused too fast. Cardiac monitoring was used for the "short term to confirm no patient harm." It was determined through a non-bd investigation that the incident was not an issue with the pump or the pc unit.